Manufacturer narrative:
The reported complaint was not verifiable. Per the manufacturer's sales representative, the user facility left the unit on, discharging the batteries. The unit was plugged in and the batteries charged. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass (cpb) procedure, battery power failed. As a result, an alternate device was employed. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.